Event description:
It was reported that the pt was implanted with a ncb trauma generic. The pt underwent revision surgery due to breakage of the plate.

Manufacturer narrative:
The manufacturer did not review devices. X-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).